Manufacturer narrative:
The complaint was reported because angulation knob is very stiff. The product was returned to the olympus service team. The product analysis confirmed that: control knob mv: heavy, control knob out of specification. Control body: (ad) dry a/w channel and cylinder have a white detergent solution. A shr review was not conducted on this previously serviced device as the complaint is not related to a death, infection, or patient injury. A labeling review is not required as there is no evidence to suggest that the user may not have properly handled/used the device in accordance with the IFU. A risk review was performed for a040607, a1803 based on historical data and no unanticipated risks, new failures, and/or new harms were identified. A historical review of the last 12 months of complaints was performed for a040607, and no trends were identified. A CAPA history review was performed for a040607, a1803 and no related capas were found. The complaint was confirmed; the device control knob torque failed. The most probable cause of the complaint is d02 - cause traced to component failure expected or random component failure without any design or manufacturing issue. No further escalation is required.

Event description:
It was observed that during the device evaluation the subject device had a white detergent solution in the air/water channel and cylinders. There was no patient involvement.